Event description:
It was reported via clinic notes received that the patient has apnea. No other notes regarding the apnea were present. No relationship of the apnea to vns therapy was indicated. Last known diagnostics were taken on (B)(6) 2011. Attempts for additional information have been unsuccessful to date.